Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump went in the water and it did not work anymore. Customer stated it was beeping and beeping and now nothing on the screen. Insulin pump was exposed to fluid and they do not hear fluid when shaking the insulin pump. Customer stated they do not see fluid under the liquid crystal display. Customer stated the insulin pump was not dropped and there were cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.